Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited episodes of oversensing of noise on the ventricular rate/sense channel resulting in pacing inhibition.